Event description:
T was reported that a patient underwent a nephrectomy procedure in 2023 and suture clips were used. During the procedure, it was reported by the customer that during the robotic nephrectomy procedure they could not get them to clamp down on the suture. Stated that has been an ongoing issue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: all 10 packets returned are lot number tb2adh it was the ethicon lapra ty applier, do not have the lot number there was no obvious issue with the applier not sure of suture size that was used yes, the suture was deep seated into the clip they went through entire pack without securing clip on suture, would open another and maybe get one to lock on suture. When they got one to secure on suture it stayed in place they ordered two new appliers because they thought the applier was the issue, but had same result with the new. The account emailed me that they were having issues, I went in the next morning and saw it first hand so I removed 3 open packs and the remainder of that lot number which was 7 additional packs. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via:2210968-2023-06758, 2210968-2023-06759.